Event description:
It was reported that this brady lead was not implanted successfully due to placement difficulty and lead damage and a new brady lead of the same model was placed. This lead will be returned. No adverse patient effects were reported.